Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that this right atrial (ra) lead exhibited increased threshold measurements and displayed intermittent capture at maximum output of 6.5 volts at 1.0 milliseconds. An invasive surgical procedure was performed and the ra lead was successfully explanted and replaced. No further complications were observed. No adverse pt effects were reported as a result of this clinical observation. The lead was not returned to boston scientific for analysis. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.